Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain and a burning sensation at her ipg site. The pt indicates the pain and burning occurs all the time. Surgical intervention may be pending to address the issue.